Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: this device was not returned to baxter for evaluation. The device was evaluated in the field by a baxter representative. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a battery depleted alarm. The root cause was determined be depleted main batteries. The main batteries were to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.06.00, which is classified as unremediated. No additional information is available.